Manufacturer narrative:
B4. Date of this report 21 january 2025. G3. Date received by the manufacturer? 21 january 2025 h6. Medical device problem code (a) corrected to 2900.

Event description:
On 07 october 2024, senseonics was made aware of an incident where the user reported receiving no senor detected alerts which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported not getting a strong signal and when moving arm, the system triggers no sensor detected alert. A return material authorization (RMA) was issued for the return of both sensor and transmitter for further investigation. The returned sensor showed no issues with the sensor functionality. Investigation on the returned transmitter showed that there was a firmware error which resulted in suboptimal antenna tuning and consequently led to reduced power delivered to the sensor. This issue is to be resolved in an update to the nfc (near field communication) tuning algorithm in an upcoming firmware release. In an associated case (B)(4), it also was reported that an ultrasound performed on (B)(6) 2024, revealed that the sensor was inserted at an angle, with the proximal end deeper than the distal end. This mostly likely contributed to the connection issue between sensor and transmitter. B4: date of this report 03 january 2025. G3: date received by the manufacturer? 03 january 2025. D2b: device product code updated to sba. H3: device evaluated by manufacturer? Yes. H6: type of investigation updated to 10. H6: investigation findings updated to 114. H6: investigation conclusions updated to 4315.